Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of 77 versus 144mg/dl and 70 versus 132 mg/dl. The differences between the readings falls in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips and new meters were sent to the customer.

Manufacturer narrative:
Visual inspection of the 19 strips returned, found one of the strips was partially dissolved, indicating the strips may have been exposed to liquid.